Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and replaced the touch screen to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication, livanova (B)(4) learned that liquid had entered the touchscreen. A photo was provided for confirmation. A review of the DHR could not identify any deviations or non-conformities relevant to the reported issue. This is a known issue and corrective actions have been implemented.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump became unresponsive during a procedure. There was no report of patient injury.